Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) states that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.

Event description:
It was reported that a 6f angio-seal vip was selected for use. On (B)(6) 2011, the device was deployed and hemostasis was achieved. The patient was discharged as normal. The patient noted on (B)(6) 2011 she developed right leg claudication symptoms that began in the right calf and went up to her posterior thigh and hip. She said these symptoms occurred when putting pressure on the leg and when walking. The patient had multiple diagnostics, including an ultrasound in her right groin that demonstrated an incompletely compressible right common femoral vein without any evidence of pseudoaneurysm. She had a right hip x-ray that was normal. On (B)(6) 2011, the patient had a CT angiogram that demonstrated high-grade stenosis of the right common femoral artery on the order of 96% as well as 73% stenosis of the right superficial femoral artery with normal three-vessel runoff. The patient was admitted to a medical center for one night. She was discharged and referred to another physician who reviewed the CT angiogram and found a significant right common femoral artery stenosis that was near occlusion. The patient agreed to undergo right common femoral artery endarterectomy. The physician performed an embolectomy of the right superficial femoral artery and performed a bypass graft from the external iliac artery to the superficial femoral and profunda femoris artery with reversed bifurcated saphenous vein graft. The patient tolerated the procedure well and had strong doppler signals in the right foot postoperatively. The patient was discharged on (B)(6) 2011 in good condition. No additional information will be provided.